Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during the investigation, the bolus button cover was found to be torn; however, operable. Unrelated to the original complaint, the display was found to have a pink contrast. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button damage) issue. The reporter alleged the audio bolus button was missing/torn. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.